Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced a detached sensor wire. Patient's father claimed that sensor wire was sticking out of the pod instead of being in the skin. Dexcom technical support reviewed deployment process with patient's father. No medical intervention was required.